Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during a knee procedure, a portion of the distal tip of a modular hex driver broke off into the fixation device and remains therein captured in the bone hole. Although they were not able to retrieve the fragment, the procedure was concluded successfully without further issue or harm to the pt.